Event description:
A report was received that the patient would undergo an explant due to an allergic reaction. The patient states that her pain has gotten worse over her battery site and hurts badly.